Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks. Noise and oversensing was also observed with the competitor¿s lead. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.